Manufacturer narrative:
There is no allegation against this device. Adverse event without identified device or use problem. This device was not included in the corrective and preventive action as previously reported.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05434. Additional information revealed that there was no allegation against this device.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-05434. Follow-up information revealed the patient underwent surgical intervention wherein the ipgs were explanted and replaced. Effective therapy resumed following the procedure and the issue is resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-05434. The patient has 2 ipg implanted. It was reported the patient was unable to establish communication with one of the ipgs following an unrelated surgical procedure on (B)(6) 2019. It was stated the ipg was not placed in surgery mode prior to the procedure troubleshooting was unable to resolve the issue. As such, the patient will be consulting with a physician as the next course of action. It is unknown which ipg is liable. Therefore, all suspected devices are being reported.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05434. Follow-up information revealed the patient will undergo surgical intervention as the next course of action.